Event description:
It was reported that the waste line sprayed outside of instrument with a bd facs aria¿ flow cytometer. The following information was provided by the initial reporter, translated from japanese to english: waste liquid overflows from the ejector drawer only at startup. 1. Was the leak contained within the instrument? No. 2. Was there spray of fluid under pressure? Yes. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste line. 5. Was the customer exposed to biohazard fluids? Yes. 6. Was personal protective equipment (ppe) being worn? Yes. 7. Was biohazard fluid mixed with bleach? Yes. 8. Was there any physical harm/injury or impact to patient samples due to leak? No.

Manufacturer narrative:
H6: investigation summary: based on the investigation results, the root cause of the waste leak that was not contained within the aria ii flow cytometer was due to a missing o-ring in the closed loop nozzle. The fse had confirmed the issue and installed a new o-ring and cleared any clogs in the close loop nozzle to resolve the issue. After the repairs, the instrument was tested, and was functioning as expected. The user was wearing proper ppe and there was not in direct contact to biological fluids nor was there harm or injury. Although the risk severity rating is categorized a 5, it was based on a previous scale rating that is currently equivalent to a low or limited safety risk rating. There was no impact to customer health or safety. DHR part # 643178, serial # (B)(6), file# 643178-643178-p64317800024-100146068-13, was reviewed. The instrument met all the manufacturing specifications prior to release. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the waste line sprayed outside of instrument with a bd facs aria¿ flow cytometer. The following information was provided by the initial reporter, translated from (B)(6) to english: waste liquid overflows from the ejector drawer only at startup. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to biohazard fluids? Yes. Was personal protective equipment (ppe) being worn? Yes. Was biohazard fluid mixed with bleach? Yes. Was there any physical harm/injury or impact to patient samples due to leak? No.